Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and a communication error. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician technical errors have been confirmed. The control printed circuit board was pointed out as defective and needs to be replaced to resolve the issue. Defective control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately the device¿s logs and defective part were not available for further analysis. Therefore, the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/11/2018; corrected manufacture date: 06/04/2018. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating disabled valves and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).